Event description:
It was reported, ¿the subjects seal has come loose and jammed in the flap valve. The original seal has worked about 10 minutes, the replacement seal only five minutes. Thereafter, the trocar was used without the fan gasket, which then bring in a 10mm reducer has led to cut out that this case introduced in a piece of silicone seal ¿ punched and in which this piece has fallen into the abdominal cavity. The instruments used are 5 + 10mm forceps with cotton balls, ultracision.¿ there is no mention of whether the facility retrieved the trocar seal and removed from the pt¿s abdominal cavity. There is no mention in the original complaint form whether or not the facility considered this a pt injury.

Manufacturer narrative:
This is being reported to the FDA for conmed has had a sentinel event reported as medwatch #1320894-2008-00154. The device was discarded by end-user and is not being returned to manufacturer. Evaluation will be limited without a sample. Conmed is attempting to retrieve further information regarding this incident yet to date have not received further communications from reporter. A supplemental report will be filed after the quality engineering investigation has been completed.